Manufacturer narrative:
Asahi intecc has determined that the date recorded in date of this report was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device investigation could not be performed because the device was discarded by the user facility. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was inferred that anatomical condition and/or wire manipulation technique most likely contributed to vessel perforation. Instructions for use (IFU) states: [warnings] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that the procedure was performed to treat multiple coronary lesions. A heart pump was inserted prior to the procedure. An asahi guide wire was advanced to a calcified lesion in the left anterior descending coronary artery with heavy tortuosity and 99% stenosis. The guide wire was noted to go subintimal under a plaque lesion and a perforation occurred. A pericardial tap was successfully performed to treat the pericardial bleed. A delay in the procedure occurred as a result of very severe coronary artery disease and anatomy challenges; however the patient had strong hemodynamics at the conclusion of the case. On (B)(6) 2018 the patient suffered a stroke and expired. The physician did not believe the death to be related to the reported guide wire as the patient had multiple co-morbidities.